Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right atrial lead exhibited oversened noise and resulted in inappropriate mode switching. The patient was asymptomatic. All other electrical measurements were in range. No intervention was performed. The lead would continue to be monitored.